Event description:
Information received with return of the device does not address the patient's clinical status but notes that during implant, the device exhibited intermittent capture. The leads tested normal, so the pulse generator was replaced.